Manufacturer narrative:
Device not returned.

Event description:
It was reported that emergency services were called due to the customer experiencing a blood glucose level of 400 mg/dl. The customer was taken to the emergency room, and subsequently admitted to the hospital with a blood glucose level of 592 mg/dl and high ketones. The customer was treated with intravenous saline and insulin. At the time of the report with tandem technical support (cts), the customer was still admitted to the hospital. The cause for the reported issue was unknown. Cts performed a pump system check and verified the pump functioned as intended. Multiple follow up attempts were performed by cts to obtain additional information, however, customer did not respond.